Manufacturer narrative:
A system checkout was not completed as rebooting the system resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the mobile view station (mvs) became unresponsive after image acquisition. The system was rebooted, and the images were able to be transferred to the navigation system being used for the procedure. This issue occurred perioperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
System logs were reviewed and showed the user attempted to perform a navigated scan, but the imaging system stopped the scan without entering into the acquisition phase after it detected registration failure from the navigation system. The logs confirmed connection with the navigation system was lost. During the next attempted navigated scan, the user was alerted to the loose navigation connection and performed a non-navigated scan. The behavior is the intended behavior of the software. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.